Event description:
Damaged all skin in the ear; one use of product caused all of the skin to blister and peal inside both ears. Manufacturer contacted, but manufacturer refused to respond to product questions, other than stating they had a similar problems several times previously.